Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain, pain") and genital haemorrhage ("irregular bleeding, abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included sciatica, lumbar pain, back pain, cholecystectomy, tonsillectomy, ectopic pregnancy, right oophorectomy, vaginal discharge, fibroids and accident automobile in (B)(6). Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included weakness, abdominal pain, breast tenderness, vomiting, nausea, bloating, dysmenorrhoea, menses irregular, salpingitis, salpingitis isthmica nodosa, right lower quadrant pain, suprapubic pain and vaginal haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"), 9 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts") and back pain ("pain / lower back pain"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, alopecia, fatigue, cyst, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. Most recent follow-up information incorporated above includes: on(B)(6)2019: pfs received. Event added: abnormal bleeding (vaginal) and menorrhagia. Event onset date were added. Event outcome added for: abnormal bleeding (vaginal) and menorrhagia. Concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain, pain") and genital haemorrhage ("irregular bleeding, abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 2 months 20 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts") and pain ("pain"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain and pain was resolving and the genital haemorrhage, dyspareunia, alopecia, fatigue and cyst outcome was unknown. The reporter considered alopecia, cyst, dyspareunia, fatigue, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in november 2016. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporter and patient demographic information, product indication, onset and removal dates updated, new event device monitoring procedure not performed added. Outcome for the events pelvic pain and pain added as recovering / resolving . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain, pain") and genital haemorrhage ("irregular bleeding, abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included sciatica, lumbar pain, back pain, cholecystectomy, tonsillectomy, ectopic pregnancy, right oophorectomy, vaginal discharge, fibroids and accident automobile in 1992. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included weakness, abdominal pain, breast tenderness, vomiting, nausea, bloating, dysmenorrhoea, menses irregular, salpingitis, salpingitis isthmica nodosa, right lower quadrant pain, suprapubic pain and vaginal haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"), 9 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts") and back pain ("pain / lower back pain"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving and the genital haemorrhage, dyspareunia, alopecia, fatigue, cyst, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received : concomitant medication added. Events psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain, pain") and genital haemorrhage ("irregular bleeding, abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included sciatica, lumbar pain, back pain, cholecystectomy, tonsillectomy, ectopic pregnancy, right oophorectomy, vaginal discharge and fibroids. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included weakness, abdominal pain, breast tenderness, vomiting, nausea, bloating, dysmenorrhoea, menses irregular, salpingitis, salpingitis isthmica nodosa, right lower quadrant pain, suprapubic pain and vaginal haemorrhage. Concomitant products included oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 20 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts") and back pain ("pain / lower back pain"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving and the genital haemorrhage, dyspareunia, alopecia, fatigue and cyst outcome was unknown. The reporter considered alopecia, back pain, cyst, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received: the event term pain has been changed to pain/lower back pain. It was considered severe and constant. Lower back pain decrease after essure removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pelvic pain, pain') and device dislocation ('migration') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included sciatica, lumbar pain, back pain, cholecystectomy, tonsillectomy, ectopic pregnancy, right oophorectomy, vaginal discharge, fibroids and accident automobile in 1992. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included weakness, abdominal pain, breast tenderness, vomiting, nausea, bloating, dysmenorrhoea, menses irregular, salpingitis, salpingitis isthmica nodosa, right lower quadrant pain, suprapubic pain and vaginal haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage ("irregular bleeding, abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 9 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts"), back pain ("pain / lower back pain"), hypersensitivity ("allergic reaction"), device dislocation (seriousness criterion medically significant), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection and vaginal discharge had resolved, the dyspareunia, alopecia, fatigue, cyst, depression, anxiety, dysmenorrhoea and device dislocation outcome was unknown and the back pain was resolving. The reporter considered alopecia, anxiety, back pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. She had been treated for pain, bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pelvic pain, pain') and device dislocation ('migration') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included sciatica, lumbar pain, back pain, cholecystectomy, tonsillectomy, ectopic pregnancy, right oophorectomy, vaginal discharge, fibroids and accident automobile in 1992. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included weakness, abdominal pain, breast tenderness, vomiting, nausea, bloating, dysmenorrhoea, menses irregular, salpingitis, salpingitis isthmica nodosa, right lower quadrant pain, suprapubic pain and vaginal haemorrhage. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage ("irregular bleeding, abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 9 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 1-(B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts"), back pain ("pain / lower back pain"), hypersensitivity ("allergic reaction"), device dislocation (seriousness criterion medically significant), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection and vaginal discharge had resolved, the dyspareunia, alopecia, fatigue, cyst, depression, anxiety, dysmenorrhoea and device dislocation outcome was unknown and the back pain was resolving. The reporter considered alopecia, anxiety, back pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. She had been treated for pain, bleeding, migration. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event allergic reaction, migration, infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), cyst ("cysts") and pain ("pain"). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, fatigue, cyst and pain outcome was unknown. The reporter considered alopecia, cyst, dyspareunia, fatigue, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. Most recent follow-up information incorporated above includes: on 27-oct-2017: events "hair loss, fatigue, cysts and pain" reporter lawyer added, product start and stop date updated from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent first a bilateral salpingectomy followed by a total hysterectomy at a later date). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.